Event description:
The customer reported that a liter of "2/3 and 1/3, " (which is the equivalent of d5/normal saline), was infusing uneventfully, but began to alarm for an occlusion. After checking the system and being unable to problem solve the occlusion the nurse examined the tubing more closely and noticed a bulging of fluid at the junction where the silastic segment connects to the upper blue fitment. The nurse removed the tubing, primed a new set, and resumed the IV therapy. The customer also reported that no IV pushes; boluses or syringe injections were given and the line was less than 24 hours old. There was no pt harm or medical intervention. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.